Event description:
It was reported that this pacemaker oversensed noise on the right ventricular (rv) channel resulting in rv pacing inhibition. This patient was dependent on rv pacing and experienced asystole greater than two seconds. Technical services (ts) was consulted and in-office troubleshooting was recommended. No additional adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker oversensed noise on the right ventricular (rv) channel resulting in rv pacing inhibition. This patient was dependent on rv pacing and experienced asystole greater than two seconds. Technical services (ts) was consulted and in-office troubleshooting was recommended. No additional adverse patient effects were reported. This device remains in service. Additional information received indicates the recommended in-office troubleshooting was conducted: measurements were within normal range and no noise could be reproduced with isostatics, patient movements, or pocket manipulations. The device was programmed to automatic gain control (agc) and sensitivity was fixed in alignment with the physician's decision. No adverse patient effects were reported. The patient's pacemaker and rv lead remain in service.